Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump did not turn back on. The customer¿s blood glucose was 250 mg/dl at the time of incident. Customer reported that the insulin pump did not turn back on after changing the battery. The insulin pump will not be returned for analysis.